Event description:
It was reported that the customer had high blood glucose levels. Customer changed cartridge and infusion set to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.